Event description:
A report of the patient explanted due to a staph infection at the battery site was received. The patient was prescribed keflex antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for evaluation.